Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and blurry while performing the fill tubing sequence during the load process. Customer's blood glucose ranged from 117 mg/dl to 203 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and blurry while performing the fill tubing sequence during the load process. Additionally, it was reported that air bubbles were observed during the fill tubing process. Customer's blood glucose ranged from 117 mg/dl to 203 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.